Event description:
Customer reported that when using the bci bnp kit the api pt cardiac marker samples 50r-cm-01 through cm-05 failed high x2. After failing the first time, a second api survey was ordered: all samples failed the survey. Failed the api proficiency for bci bnp twice, so customer voluntarily stopped running bci bnp.

Manufacturer narrative:
This issue is being addressed under (B)(4). Investigation pending.